Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the false detection of a loaded set caused by a failed upstream sensor. The failed upstream sensor and pusher were replaced.

Event description:
It was reported that a spectrum infusion pump had a false detection of a loaded set. It was also reported that there was no pt involvement.